Manufacturer narrative:
A getinge field service engineer (fse) found that the new safety disk experienced an out of box failure. It would consistently fail the membrane leak test portion of the pneumatic interface module leak test. The membrane diff. Pressure is 8mmhg exceeding the allowable specification 6+/- mmhg. The fse replaced the safety disk. The unit passed all functional and safety tests. The unit was returned to the customer and cleared for clinical use. The following investigation was performed by a technician of the maquet failure analysis and testing dept. (B)(6) : the failure analysis and testing dept. Received a safety disk, with a reported unit failure of safety disk leak test. The fat performed a visual inspection and found the part to be in good condition. The fat installed and tested the safety disk in cardiosave test fixture to factory specifications per procedure and the cardiosave service manual. The part failed the membrane leak differential test. Fat was able to verify the reported issue. Retaining the part in the failure analysis and testing department per.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) had a safety disk out of box failure and failed the membrane leak portion of the pim leak test. There was no patient involvement reported.